Event description:
The reporter stated, the surgeon used an aq2015a silicone aspheric three piece lens. Lens opened, pt contact. Unk if lens was inserted into eye. No pt injury. Doctor changed his mind and used an anterior chamber lens. Further info was requested, but add'l info was not available

Manufacturer narrative:
(B) (4): eval results - (other): a visual inspection of the returned product found the optic torn at the haptic junction. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).